Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found.

Event description:
Consultant reported that during final tightening of matrix construct, torque limiting handle wouldn¿t stop at 10 n/cm and snapped the distal ends of threaded screwdriver shafts. Fragments fell into wound of patient. Patient reopened to retrieve fragments, but some were left in wound. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation was conducted. The report indicates that legacy synthes offers two different length straight tip drivers (03.632.400 and 03.632.401) to insert pedicle screws, final tighten locking caps (04.632.000), and loosen locking caps for the matrix spine system. No current matrix technique guide includes these part numbers. The chu reviewed drawings which detail the appropriate dimensions, material ((B)(4)), driver profile ((B)(4)), and finishing processes for a successful t25 driver shaft. The driver tips failed due to shear stresses beyond the yield strength of the material. Based on mechanical testing mt11-454, failure of the driver tip occurs a 20nm. In addition, the complaint description states the surgeon used the 10nm torque limiting handle (03.620.061) but the surgeon did not perceive the handle work as intended. This information suggests the surgeon used excessive torque to final tighten the locking caps. The chu reviewed the 03.632.400 and 03.632.401 complaint history for this hazard and harm of this complaint. Since the launch of matrix to (B)(6) 2013, the history shows this to be the first instrument with complete driver tip failures when tightening locking caps and fragments left in the wound. Although the fractured tip of the 03.632.400 may be the result of not using an unacceptable torque-limiting handle, these straight tip drivers are not described in the product literature. Since the technique guide does not explain how these drivers should be used for tightening or loosening locking caps, the disposition for complaint from a pd perspective is valid.